Event description:
It was reported that stent dislodgement occurred. A 20 x 3.50 promus elite mr drug-eluting stent was advanced to treat the lesion. However, the physician noted that the stent was not mounted on the balloon and found that it had disassembled and had remained between the hemostatic valve y and at the hub of the catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that stent dislodgement occurred. A 20 x 3.50 promus elite mr drug-eluting stent was advanced to treat the lesion. However, the physician noted that the stent was not mounted on the balloon and found that it had disassembled and had remained between the hemostatic valve y and at the hub of the catheter. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: p elite ous mr 20 x 3.50mm stent delivery system was returned for analysis. The stent was not returned for analysis. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. The device was returned the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. No other device issues were identified during returned product analysis.